Event description:
Facility alleged that one of the siderails will latch and then come down if it is bumped. No injury alleged.

Manufacturer narrative:
Technician found that the d-ring was mission from latch pin. Repositioned pin and replaced the d-ring to resolve this issue. Bed found in icu2.